Event description:
It was reported that: pkr was performed, plateau fracture was noticed post op. Not sure of time line fracture healed; fast forward to revision date.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.